Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported by the customer that after the puncture, sheath is delivered to the vessel, it is found that it cannot be delivered to the bottom, it is difficult to deliver the sheath, and the puncture sheath is found to be rolled up on the edges after it is withdrawn. No further information provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged microintroducer is confirmed; however, the root cause could not be determined. One 4.5fr microintroducer was returned for evaluation. An initial visual observation revealed use residue on the sample. The dilator shaft was observed to be slightly curved, and the sheath tip was observed to be damaged. A microscopic observation revealed buckling, splitting, and plastic deformation at the tip of the sheath. The sheath tip deformation and damage were consistent with attempted insertion against resistance. Such resistance may occur if insertion is attempted at a steep angle, if the insertion hole is too small, and if the transition between the sheath and the dilator is rough or abrupt. The extensive deformation prevented a thorough inspection of the transition between the sheath and dilator. This complaint will be recorded for future trending and monitoring purposes.